Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 17.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported an explanted intraocular lens due to a refractive surprise. No patient injury.

Manufacturer narrative:
Lens is currently under evaluation at the manufacturing site. Prior to release to market the lens met all manufacturing specifications. A review of the implant database shows the original implant of 17.5 diopters was replaced with a 20.0 diopter lens of the same model suggesting the lens was not the cause of this adverse event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.